Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer). The report has been identified as b. Braun medical internal report# (B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.

Event description:
As reported by the facility: the customer reported that the "air in line" caused the patient's blood pressure to fluctuate. No patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). 3x air sensor test with 0.4ml air bubble resulted in 3 air alarms. With 2ml prime and subsequent infusion start functioning correctly. Air sensor with fluid in line read 1008mv; acceptable range is >600mv. Air sensor with air in line read 44mv; acceptable range is <100mv. Incoming pump air bubble set to 0.3ml; air volume/hr set to 3.8ml/hr. The test results were within specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.